Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a "notable" decrease in impedance compared to the last in-clinic eval uation. Historical lead data was reviewed and the rv impedance demonstrated a gradual upward trend in baseline impedance over several years. The historical vector patterns and impedance data suggests significant calcification of the proximal coil relative to the distal coil. The lead remains in use. No patient complications have been reported as a result of this event.